Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited intermittent capture. No intervention was performed. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not received.